Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was post-sense t-wave oversensing (twos) observed on stored episodes. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.